Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, which noted there was blood visible inside of the catheter's balloon. Next, they tested the catheter's circuitry and found the catheter did trigger the error for a blood detection when connected to the system. The catheter was then dissected, and the balloon system was pressurized under water to locate the source of the leak. A small breach was located in the outer balloon material. Based on all the available information the cause of the blood ingress was traduced to component failure, due to the breach of the outer balloon material. This kind of defect would allow blood ingress into the catheter and trigger the blood detection error seen in the field.

Event description:
It was reported that during a cryo ablation procedure using a polarx catheter they encountered a blood detection error. The left superior pulmonary vein (lspv) had been occluded, then the blood detection error occurred. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis. It was reported that there was no visible blood in the catheter. Upon receipt of the catheter for investigation blood was found inside the catheter and a leak path in the outer balloon was identified.